Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulmonary vein isolation procedure exhibited air ingress. The sheath was prepared, and after insertion of the sheath into left atrium and removing the dilator, air was seen in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that no abnormalities were noted during the preparation. Irrigation was performed using a pump at a flow rate of 10ml/h. No leaks were detected, and no air was seen in patient. No further damage was noted on the sheath.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulmonary vein isolation procedure exhibited air ingress. The sheath was prepared, and after insertion of the sheath into left atrium and removing the dilator, air was seen in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulmonary vein isolation procedure exhibited air ingress. The sheath was prepared, and after insertion of the sheath into left atrium and removing the dilator, air was seen in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that no abnormalities were noted during the preparation. Irrigation was performed using a pump at a flow rate of 10ml/h. No leaks were detected, and no air was seen in patient. No further damage was noted on the sheath.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that both the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.